Event description:
Additional information received from a manufacturer's representative (rep) reported she became aware of the patient's lack of therapeutic effect and the patient's pain becoming more chronic as a meeting on (B)(6) 2016. The rep noted that at this meeting, she reprogrammed the patient and advised her not to have the stimulation voltage set so high and the patient was happy. The cause of the lack of effect was not determine. The rep believed that the total system had been explanted. The rep noted that she had not seen or spoke to the patient since her appointment on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient began having seizures shortly after implant. The patient noted that she had never had a seizure before. The seizures were noted to have started (B)(6) 2015. It was also reported that the therapy was not working for the patient and her pain was "becoming more chronic" with therapy. It was noted the patient's legs used to get really bad. The patient met with a rep for programming and was set on a high level where she was not supposed to feel stimulation but she did feel stimulation and had more pain. It was noted the therapy not working for the patient occurred about 5 months after implant. The implantable neurostimulator (ins) was removed on (B)(6) 2016. The patient believed her explant was a total system explant due to incisions in the same 3 places.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.